Event description:
As reported, approximately 3.5 years post op the initial tka, this 86 y/o female patient was revised due pain. Recalled poly and patella exchange. This is patient's second revision on this knee.

Manufacturer narrative:
Pending manufacturer evaluation. Concomitant device(s): (B)(4) - 200-07-32 - advanced patella 32mm 3 peg implant; (B)(4) - 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack; (B)(4) - 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
Additional information - b1, b5, b7, d8, & h6 medical device problem codepending investigation

Event description:
Additional information received via legal-revision operative report for failed left total knee arthroplasty due to polyethylene wear secondary to the recall; on 14 feb 2023. Findings: the patella demonstrated a lateral and polyethylene wear with an area of delamination. The component was not loose. The tibial side demonstrated generalized, but symmetric tibial poly wear. There was wear particularly in the posterior aspect of the post. The polyethylene, the patellar component had an area approximately 5x7 mm in the lateral facet where the polyethylene was delaminated. The patellar component was not loose. The tibial component demonstrated symmetrical wear both medial and laterally with some discoloration of the polyethylene. There was a significant posterior post-polyethylene wear. There were no areas of delamination. The area of lysis was confined to the anterior cortex of the femur just proximal to the flange. The components were carefully inspected and were not loose and the overall positioning was good. There as a dense scar throughout the knee and a synovectomy was performed. Light compression dressing was applied. The patient was then awakened and transferred to the recovery room in stable condition. There were no intraoperative complications. There is no other patient demographic or medical history available. There is no device return. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected health effect, component, and investigation clinical codes.